Event description:
Caller reported that the t:slim x2 pump's battery was not charging and the screen was dark, preventing it from turning on. There was no adverse impact on the customer's blood glucose level due to this issue. Tandem technical support guided the caller through troubleshooting steps, but the pump remained unresponsive. Consequently, technical support decided to replace the pump. The caller confirmed using multiple daily injections (mdi) as a backup insulin therapy and acknowledged the necessary procedures for returning the faulty pump and setting up the replacement, including programming pump settings and connecting their cgm. The replacement pump was dispatched to the caller with the required updates and acknowledgment of receipt procedures were arranged.